Event description:
It was reported that the patient experienced sticking issue with the inflatable penile prosthesis (ipp) after six weeks of implantation. The patient pushed the pump and it would not refill, but would refill after pressing the deflate button. However, another push makes the pump to begin functioning properly. The device is working and the patient is practicing how to use the pump. The product was not explanted. Should additional information be received, a supplemental report will be filed.